Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (no capturing photos) was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was not able to capture photos due to a cut in the switch number 4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was not capturing photos. The event occurred during an unknown procedure, which was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.